Event description:
It was reported that while using day aligners, the patient had the gap on the right side and left side of the teeth has gotten bigger and one of the teeth in the front has been slanted and now one front teeth is shorter than the other front teeth. There was also sensitivity.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.